Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was difficult to activate. The activated device did not prompt the correct tone, did not seal the tissue, and did not stop the bleeding. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an extensive hysterectomy, the device was difficult to activate. The activated device did not prompt the correct tone, did not seal the tissue, and did not stop the bleeding. There was an activation tone and the end tone was a prompt error and completed in the abnormal activation. Each time the surgeon put down the ligasure, the nurse would wipe the jaw with gauze. Sometimes there was energy output, sometimes not, and the criterion was whether to form a closed band. It was found that the activation could not be completed, so the surgeon did not perform the cutting action. Therefore, the bleeding was normal intra-operatively; not an instrument problem. The device was found to be malfunctioning, and the medical staff immediately replaced a device of the same model to continue the operation. The patient had blood transfusion during surgery, which was a normal blood transfusion. It was not a blood transfusion caused by a malfunction of the device. The patient was discharged 15 days after surgery.